Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead tripped and dislodged this lead. An invasive procedure was performed. Tissue was noted in the helix mechanism resulting in difficulty retracting the helix. The lead was punctured during the explant procedure. A new lead was successfully implanted. No additional adverse patient effects were reported.